Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2017. No additional event or patient information is available. The complaint states the patient experienced inaccurate cgm values. Product was not provided for investigation. Data was returned and evaluated. The customer complaint was confirmed. A root cause could not be determined.